Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On 2023-09-25, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and bleeding. No further patient complications were reported.